Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to sensor wire detached and missing. The allegation was confirmed. The probable cause could not be determined.

Event description:
An external visual inspection was performed and failed due to sensor wire is missing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on 1/30/2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.